Event description:
The customer reported to vyaire medical problem with bellavista 1000e us in which vent was frozen and would not shutdown. Furthermore, there was no information regarding patient associated with the reported event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, customer stated that vent appears to have been factory reset. Logs have been analyzed and was recommended to be running for 24 hours to make sure it is logging correctly and that end user might have factory reset the ventilator by mistake. Vyaire medical received logs after running for 24 hours. Everything appears to be working fine. Vyaire medical told customer that ventilator can go back into service. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Results of investigation: vyaire medical was not able to verify the customer complain. The suspect device was not returned for investigation. However, log file analysis tool was utilized. As per the details on the complaint notes, the issue occurred on 23june 2023. Logs downloaded on 2023-08-15-20-01-59 only shows from 21/07/2023 16:09:06 (system time). No signs of internal communication details available on the available data. The exact root cause is not determinable.